Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a foot arthroscopy the anchor twisted on impaction. The device broke inside the patient, but all fragments were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the anchor of the device was disassembled from the driver. It was also noted that the anchor was bent. The cause of this remains undetermined however probable cause can be attributed to the application of prying/leveraging forces.